Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D4: (B)(4). Concomitant product(s): a 103532 ti low profile screw 412990. A 103531 ti low profile screw 202700. A 14-103652 universal hole hell 372330. A 51-101080 taperloc stem 3804137. Ep-105833 epoly ringloc 357560.

Event description:
It was reported that the patient underwent initial hip arthroplasty subsequently the patient exchange of liner and head was performed due to infection. The patient was put on 6 weeks of IV antibiotics.